Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 3 colony forming units (cfus) of enterococcus faecium. The device was tested again on (B)(6) 2026, and tested positive for 11 cfus of candida parapsilosis, enterococcus avium and enterococcus casseliflavus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing and the device evaluation and the final investigation. The device allegation was not confirmed. The device was culture tested by olympus and tested negative. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the air/water tube and air/water cylinder. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: may 03, 2026 sampling from: air/water channel cfu: 1 cfu bacterial identification: peribacillus sampling date: may 03, 2026 sampling from: auxiliary channel cfu: <1cfu bacterial identification: n/a sampling date: may 03, 2026 sampling from: instrument channel cfu: <1cfu bacterial identification: n/a sampling date: may 03, 2026 sampling from: suction channel cfu: 1 cfu bacterial identification: bacillus species a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The cause could not be established for the foreign material in the air/water tube and air/watercylinder. The following is included in the device IFU: it is stated in chapter 3 on page 35: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. The IFU also stated: in chapter 3.8 on page 69: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.